Event description:
It was reported that the self-check failed, therapy delivery test failure.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor and processor pca for which parts were ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.